Event description:
Pharmacist went into medication room; picu rn was preparing an IV medication; she showed pharmacist a syringe needle that was clearly bent in the sheath. This was a monoject 18g 1 1/2 inch needle. The syringe was right out of the package and not usable for patient care.